Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause was chloramine-t not added to water during periodic change of fluid causing level sensors to not work. However this could not be confirmed. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The instructions for use were found adequate and state the following: "fill reservoir 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun¿ temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Replenish internal cleaning solution contact customer service to order internal cleaning solution. For information regarding safe handling please refer to http://www.medivance.com/manuals for the cleaning solution sds. To replenish the internal cleaning solution: 1) drain the reservoir. ¿ turn control module power off. ¿ attach the drain line to the two drain valves on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. ¿ from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. ¿ the fill reservoir screen will appear. Follow the directions on the screen. ¿ add one vial of arctic sun¿ temperature management system cleaning solution to the first bottle of sterile water. ¿ the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. ¿ when the fill reservoir process is complete, the screen will close. Do not use cleaning solution that has passed the use by date listed on the bottle. The cleaning solution must be stored inside the uv resistant pouch provided." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device did not seem to be cooling and there was a low air leak alert. Nurse confirmed that the patient temperature was 106.8f, water temperature was 51.6f and flow rate was 0.8lpm. Mss had nurse to drain pads, disconnect and reconnect with proper technique. Nurse started therapy and the flow rate was up to 2.7lpm, then quickly dropped to 0. The system diagnostics showed inlet pressure was -5.6psi, circulation pump command was 100, mixing pump command was 100, heater command was 100, water reservoir level showed 3, system hours 8869, pump hours were 8432. Mss had nurse to put the device in manual control at 10c and occlude the left valve under the fluid delivery line, inlet pressure was -5.1psi. Mss had nurse to check the event log for case and system only 05 (water reservoir empty), 14 observed (patient temperature 1 probe out of range). Mss advised they could troubleshoot the pads individually to determine if one of the pads was defective. Nurse had another device available and send this device to biomed. Mss reminded nurse how to insert the pads into the fluid delivery line properly and told nurse that if they had issues with the second device could call or change the pads. Per follow up information received via phone on 17-aug-2022, patient was able to complete therapy on a different device with the same pads with no issues or injuries reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device did not seem to be cooling and there was a low air leak alert. Nurse confirmed that the patient temperature was 106.8f, water temperature was 51.6f and flow rate was 0.8lpm (pr# (B)(4)). Mss had nurse to drain pads, disconnect and reconnect with proper technique. Nurse started therapy and the flow rate was up to 2.7lpm, then quickly dropped to 0. The system diagnostics showed inlet pressure was -5.6psi, circulation pump command was 100, mixing pump command was 100, heater command was 100, water reservoir level showed 3, system hours 8869, pump hours were 8432. Mss had nurse to put the device in manual control at 10c and occlude the left valve under the fluid delivery line, inlet pressure was -5.1psi. Mss had nurse to check the event log for case and system only 05 (water reservoir empty), 14 observed (patient temperature 1 probe out of range). Mss advised they could troubleshoot the pads individually to determine if one of the pads was defective. Nurse had another device available and send this device to biomed. Mss reminded nurse how to insert the pads into the fluid delivery line properly and told nurse that if they had issues with the second device could call or change the pads. Per follow up information received via phone on 17-aug-2022, patient was able to complete therapy on a different device with the same pads with no issues or injuries reported.